Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that suction was loss at the beginning of a procedure. Upon follow up, it was reported that the surgeon had already started the treatment but stopped it again. Approximately five seconds later, the vacuum was aborted. Upon additional follow up, surgery was completed with a new interface on the same dat. After testing the laser, system works again without any complications.

Manufacturer narrative:
Patient interface was received. Visual inspection of the applanation cone of the patient interface showed that liquid remained on the applanation surface that indicated eye contact. Functional testing of the patient interface showed that docking on a rubber test eye was performed without issue and a treatment would be possible. The docking process was retried several times with two orientations of the suction ring but no lack of suction or instable suction could be reproduced. The reported problem could not be reproduced with the returned patient interface. No deviation of docking or other issues could be detected. No problem was found with the patient interface. The most possible root cause is user handling during the docking process and the movement of the patients eye. No technical root cause could be identified. No problem with the patient interface could be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The logfile review shows there was one treatment on the reported day which fulfills the described behavior. During start of the treatment, the user was not able to get good vacuum two values. Therefore, docking procedure was restarted several times. Finally, vacuum was achieved and the user went on with the treatment. Directly after the start of the treatment (shorter than one second) the user released the laser pedal and after eleven seconds, the vacuum dropped below the error limit and the system was aborted. The treatment for the rest of the day shows no further vacuum problems and the treatment was already interrupted by the user. There is no indication for a technical problem. The most possible cause is that the patient moved the eye or the user moved unintendedly the suction ring a little bit which caused the vacuum to drop. The possible root cause is a movement of the patient eye or user handling. The manufacturer internal reference number is: (B)(4).